Event description:
Related manufacturer reference number: 2017865-2023-93605 2017865-2023-93606 it was reported that the patient's pacemaker, atrial lead and right ventricular lead exhibited over-sensed noise leading to pacing inhibition. As a result, the patient experienced pre-syncopal episodes. The device and leads were explanted and replaced. The patient condition was stable throughout procedure.

Event description:
New information received notes that both the atrial and right ventricular leads were suspected to have sustained clavicular crush.